Manufacturer narrative:
The field service engineer found a leaky cell rinse tube, repaired it, and confirmed the analyzer was running back within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with ise indirect na for gen.2 after an incubation bath issue on the cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The first sample initially resulted in a na value of 170 mmol/l when tested on the c501 analyzer. The sample was repeated on a gem analyzer, resulting in a value of 140 mmol/l. The second sample initially resulted in a na value of 149 mmol/l when tested on the c501 analyzer and repeated on the same analyzer as 140 mmol/l. The third sample initially resulted in a na value of 200 mmol/l when tested on the c501 analyzer and repeated on the same analyzer as 144 mmol/l. The na electrode lot number and expiration date were requested, but not provided.